Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a gastroscopy procedure performed in (B)(6) 2018. According to the complainant, during the procedure, when the scope was withdrawn, the ligator head fell off into the patient. Reportedly, the ligator head was retrieved using a non- bsc device, and the procedure was able to be completed with this device using the bands that had previously deployed. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.